Event description:
Hcp reported a pt experienced an inflammatory mass with increased pain and leg numbness. An MRI was done and a granuloma was noted at the l1 level. The pt had received compounded drug.

Event description:
The hcp reported the patient had a new catheter and pump placed (catheter l2) and medication was changed to morphine 25mg/ml. The patient is doing well with decreased pain and right leg pain gone. A follow up MRI will be done in 3 months.